Event description:
This is a report of a male homechoice peritoneal dialysis patient diagnosed with peritonitis. On (B)(6) 2010 (B)(4) contacted the peritoneal dialysis nurse regarding an unrelated issue. The nurse stated that the patient is currently being treated for peritonitis. On (B)(6) 2010, additional information was obtained. The nurse confirmed on (B)(6) 2010 that the patient was diagnosed with unspecified peritonitis. The patient was hospitalized from (B)(6) 2010 through (B)(6) 2010. She states that probable cause of the peritonitis is from the bowel and not from a break in aseptic technique. On (B)(6) 2010, the exit site was cultured along with the effluent. The nurse does not have any of the results available to her. The patient received antibiotic therapy consisting of rocephin, gentamycin and vancomycin intraperitoneally. The patient's recovery is ongoing and improved. The nurse states the cause of the peritonitis is not from the baxter products or solutions.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers h10e05048 and h10e21029 with no issues noted during the manufacturing process. No labeling deficiencies or errors were alleged. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This is the second of four complaints associated with this event.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.